Manufacturer narrative:
No additional information is available. If additional information becomes available the report will be updated at that time.

Event description:
It was reported that the right ventricular (rv) lead exhibited high out of range shock impedance measurements. No other information was available and the lead remains in service. No adverse patient effects were reported.